Event description:
It was reported this was a venotomy closure of a right common femoral vein using a prostyle device after an electrophysiology study procedure with a small-bore sheath. Reportedly, the plunger of two prostyle devices was unable to be depressed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The plunger deployed during functional testing. A needle to cuff miss was noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.